Event description:
The lay user/patient contacted lifescan alleging that a one touch ultralink meter had incorrect results in the device's memory, which was unresolved with troubleshooting. There were no allegations of harm or injury. The meter was replaced.

Event description:
Customer purchased the compact plus kit and was upset that the strips were not included in the kit. Customer did not purchase strips separately. Labeling on the kit lists the contents of the kit. Customer thought that the strips were in the meter and attempted to test, but was unable to obtain a reading. Customer thought his blood sugar was high and went to the ER. Customer stated that his blood sugar was over 500 mg/dl or 600 mg/dl at the ER. Customer was treated with a bag of insulin and admitted to the hospital for "a couple hours." Customer was treated and released. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.